Manufacturer narrative:
There is no documentation that shows a causal relationship between the event of peritonitis and the liberty cycler. Additionally, there are no allegations of a malfunction against the cycler. There is a temporal relationship between pd therapy and the peritonitis. It is known from the patient¿s medical history that he has recurrent peritonitis (last event unknown). There is no documentation to show type of bacteria associated with the peritonitis, so it cannot be confirmed if the causal event of the peritonitis was a breach in aseptic technique. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis nurse reported that a peritoneal dialysis patient was hospitalized on (B)(6) 2017 for possible event of peritonitis. Review of the patient's medical records indicated a clogged peritoneal dialysis (pd) catheter tubing (not a fresenius product) as well as persistent lower left quadrant abdominal pain. The patient denied diarrhea, nausea, vomiting, chest pain, dyspnea and hematemesis. During the hospitalization the patient was treated with antibiotics (type unknown) for peritonitis (culture results unknown). The patient underwent a procedure on (B)(6) 2017 to remove the pd catheter and for placement of a right internal jugular dialysis catheter. The patient was discharged to home on (B)(6) 2017 in stable condition and was scheduled to complete outpatient hd.

Manufacturer narrative:
The alleged event is not confirmed. The complaint sample was not returned to the plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."